Manufacturer narrative:
This investigation will be updated further following return of product and completion of lab analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was explanted with an allegation of early battery depletion. The device had an implanted service life of 6.2 years and is to be returned for a post market assessment. Replacement was reported with another boston scientific device in the absence of additional adverse patient effects.